Manufacturer narrative:
It was reported that the lead was explanted on (B)(6) 2023 during the analysis of the lead the ligature marks were noted 22 cm distal to the df4 connector pin and the conductor coil was deformed in this region indicating a tight suture. No further peculiarities were noted. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
It was reported that the lead was explanted on (B)(6) 2023. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023 recorded the sudden increase of the shock impedance from approximately 60 ohms to >150 ohms. The analysis of the provided iegm episodes revealed artifacts on the far-field channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead / ICD itself would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
Shock impedance was observed to be out of range (>150 ohms) on multiple occasions. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.